Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a rash and allergic reaction possibly from humolog insulin. The customer was wearing the insulin pump at the time of hospitalization. The customer also stated that their infusion set had an occlusion. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.